Event description:
Information received via mail on (B)(6) 2013, from esq. Regarding the alleged "... Damages mr. (B)(6) suffered as a result of the negligence of the recalled products on or about (B)(6) of 2013 to the present." It is unk if the alleged "damages" affect person or property. The meter and test strip lot numbers were not provided in this letter. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Request for additional information remain pending at time of this report. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.